Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of an issue with the insulin pump piston. The customer's blood glucose reading was 600 mg/dl at the time of incident. Customer indicated that there is not a set in the pump and troubleshooting indicated that is due to the piston position during the priming process. The customer declined further troubleshooting. No further details given.